Event description:
Related manufacturing ref: 2184149-2018-00077. During an atrioventricular nodal reentrant tachycardia procedure, signals were not displayed properly on the system and the procedure was cancelled. There were no consequences to the patient and the procedure was rescheduled.

Manufacturer narrative:
One workmate claris record connect was received for evaluation. Functional testing revealed no anomalies and the record connect functioned properly during the evaluation. Based on the information provided to abbott and the investigation performed, the cause for the reported display issue and subsequent procedure cancellation remains unknown.